Event description:
Reporter alleged obtaining a blood glucose result of 6 mg/dl which is outside the reading range of 10-600 mg/dl of the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.